Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.109 ohm (low limit: 0.001 ohm and high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.107 ohm (specification 0.001 - 0.100 ohm). The product analysis lab (pal) technician performed continuity test between power entry module (pem) ground and door post and resistance went from 0.375 to 0.010 ohm when the door post set screw was tightened. Assignable cause for rite failure ground bond failure: loose door post set screw. Door post will be scrapped. Device was sent to servicing.